Manufacturer narrative:
(B)(4): the customer reported that the ac power module failed - the ac inlet was pulled out. The ac power module was replaced under warranty which resolved the failure. As of (B)(4) 2010, there have been no further reports of this issue from this customer site.

Event description:
The customer reported that the ac power module failed - the ac inlet was pulled out.